Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 11/3/14 with the following results: completed investigation using returned battery cap. Confirmed battery compartment cracked at opening, down to rubber bumper.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014 the distributor contacted animas, alleging a cracked battery compartment issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.